Event description:
Sales rep noted a "defective device." Contact was made with the procedural physician, who thought this was associated with a case which he had failed to cross a "fairly calcified" lesion with a cypher stent. During removal of the device, he noted that the stent had migrated forward on the balloon. With "a lot" of manipulation he was able to remove the sds and the sheath as a single unit. There was no injury to the pt. There was no loss of vascular access.